Event description:
At approximately 1800 on 10/29/99 the abbott axsym analyzer in the main laboratory ran out of solution #3 (matrix cell wash). The sensor on the instrument did not alarm. During this time the pt had lab work performed: ckmb and troponin results were abnormally elevated. The cardiologist responded to elevated cardiac markers by heart cath procedure on the pt. Complications were experienced and she was admitted and transfused with two units of blood. Once the lab found the problem on the analyzer, all pt samples were re-tested and corrected reports were submitted. The pt had normal cardiac markers.